Manufacturer narrative:
MFR received date: 16 sep 2019. The customer reported that replacing the ui (user interface) and the cable that connects the ui to the pm pcba (power management printed circuit board assembly) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator spontaneously powers up even after replacing the pm pcb (power management printed circuit board). There is no patient or user involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator spontaneously powers up even after replacing the pm pcb (power management printed circuit board). There is no patient or user involvement.